Event description:
The healthcare professional (hcp) of the home patient (hp) reported the hp was experiencing abdominal pain during fill and drain while using the homechoice cycler for apd therapy. As a result, the hcp replaced the device and the patient reported that pt is no longer experiencing the pain. According to the hcp, there was no resulting pt injury or medical intervention.